Manufacturer narrative:
Occupation: health professional (hpro). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Microscopic inspection of the instrument noted presence of clips in the tube. However, it was observed that the pusher bar was buckled, and the firing handle was broken in a manner consistent with cycling through the end of application safety interlock. The red indicator was visible in the window. Functional evaluation could not be performed as the safety interlock feature was engaged. Disassembly of the instrument confirmed the firing handle had broken in a manner consistent with cycling through the end of application safety interlock. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur under the following conditions: if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. If a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. Replication of the broken handle (broken interlock) may occur when an attempt has been made to cycle the handle after it has engaged in safety interlock due to the buckled pusher bar. The safety interlock feature engages to prevent the jaws from closing in the absence of a clip. The firing handle will fail, as observed, if an attempt is made to over-ride the safety interlock. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the clips fired from the two devices were malformed. One of the clips disengaged into the patient cavity and was retrieved. No patient injury or extension in surgical time. To complete the procedure, a new device was used.